Event description:
Healthcare professional reported left side exchange due to recall with no complaint. Healthcare professional later reported left rupture and "textured implant". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange due to recall with no complaint. Healthcare professional later reported left rupture and "textured implant". Patient additionally reported "pain." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported "pain."

Event description:
Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is not related to the device. Anxiety-product/procedure: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side exchange, due to recall with no complaint. Healthcare professional, later reported, left rupture and "textured implant". Patient additionally reported, "pain." Healthcare professional, later reported, "hole, non-specific". Device has been explanted and replaced.